Manufacturer narrative:
(B)(4). This patient had another incident of peritonitis in (B)(6), addressed in a separate medical device report. The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a regulatory report by the (B)(6) health authorities from (B)(6) of bacterial peritonitis with culture positive for citrobacter and difetriodes in a coincident with extraneal viaflex, intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced bacterial peritonitis with culture positive for citrobacter and difetriodes. Treatment, hospitalization and outcome were not reported. The reporting physician did not provide an opinion of causality.